Manufacturer narrative:
(B)(4).

Event description:
It was reported that elevated capture thresholds and intermittent non-sustained episodes due to noise were observed. The patient was asymptomatic, and noise was not reproducible. Programming change was made. The patient was then brought in for lead revision or possible set screw tightening. The lead was tested through pacing system analyzer and all numbers were within normal range; subsequently the lead was reconnected to the device.